Manufacturer narrative:
One device was returned for repair with complaint of failed down stream occlusion calibration test. A review event history showed cassette not attached properly alarm. No previous repairs were noted within the last 12 months. Visual/functional testing was performed. The complaint was not verified. The device calibrated with no issue. Replaced the downstream occlusion (dso) sensor due to event history log finding. The device assed all functional tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a failed down stream occlusion calibration test. Unknown patient involvement.